Event description:
Follow-up revealed the infection had resolved over time.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had an infection at the ipg site. As a result, the ipg was explanted on (B)(6) 2016. During the procedure, the lead tails were cut and the paddle was left implanted. Cultures were taken and the results came back as e.coli positive. The patient was hospitalized and treated with IV and oral antibiotics.